Manufacturer narrative:
The exact lot number was not known; however, 3 potential lot numbers were provided. The information for those lot numbers is as follows: d4. Medical device lot#: 3283879. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 01-nov-2023. D4. Medical device lot#: 3311920 . D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date:01-nov-2023. D4. Medical device lot#: 4094216. D4. Medical device expiration date: 31-mar-2025. H4. Device manufacture date: 01-apr-2024. Investigation summary: material #: 368159. Lot #: unknown; potential lots 3283879, 3311920 and 4094216 . Bd had not received samples or photos for investigation. The batch number that correspond to the specific affected patients reported is unknown, however three potential batch numbers were reported. Therefore, 30 retention samples of each potential lot from bd inventory were evaluated by visual examination, and no issues were observed for factors relating to erroneous results. All samples met specifications. Additional clinical testing could not be conducted as bd clinical laboratories are unable to test for hiv and hepatitis b under current guidelines. Infectious disease assays, in this case hiv and hepatitis b testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the potential affected lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-hiv, hepatitis b. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 17 of 17. It was reported when using the bd vacutainer® sst¿ blood collection tubes there were discrepant results on one patient for hiv testing. Initial results indicated reactive, but re-analysis indicated non-reactive results. There were no health consequences or impacts reported.